Event description:
Reportedly, the device was explanted after an implant duration of 84.8 months due to stenosis. Per the customer report, the patient developed progressive dyspnea 6 months prior to explant after pneumonia and ab therapy. Reoperation was because of stenosis. Valve was explanted and new magna mitral valve was implanted. The appearance of the device on explant was described as having "presence of pannus".

Manufacturer narrative:
This event was determined reportable per edwards lifesciences procedures. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation summary attached: moderate to heavy calcification is detected in the cusp area leaflet 1, and moderate calcification in the cusp area of leaflet s 2 and 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6mm. Heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by 9mm. Host tissue is moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue overgrowth fused the free margins of leaflets 2 and 3 at commissure 3 by approximately 3-4mm. Cuts in the sewing ring are evident which exposed the wireform is exposed at the inflow aspect. The x-ray demonstrates calcification. X-ray.